Manufacturer narrative:
Although it is unknown whether the device contributed to the reported event we are filing this MDR for notification purposes only.

Event description:
Levels: t9-l3 it was reported that patient burst fracture(th12 and l1) underwent osteotomy, posterior spinal fusion and correction of kyphosis. During the surgery, spacers were placed in the part where osteotomy was performed. Nuvasive, inc.¿s screw (reline)+motor-evoked potentials (mep) were also used. After insertion of screw, the surgeon performed osteotomy. When he attempted to conduct correction after placing spacers, motor-evoked potentials were not responding correctly. The surgeon adjusted it lots of times but finally, lower extremity paralysis occurred next day. Additionally, it was reported that on (B)(6) 2017, post-op, paralysis was remaining in the patient¿s lower extremity. There is no plan to remove implants now but it is unknown what support will be needed in the future. No deviation of spacers was observed. According to the healthcare professional's opinion, the relationship between the reported event and the use of product is unknown but this event can result in any congenital disease or anomaly in the offspring of the treated patient. As a result of paralysis, the day after the surgery, decompression was added and the rod correction was relieved.